Event description:
Maxtec was informed by (B)(6) hosp that a dual air/oxygen hose supplied had inverted diss fittings. The faulty hose was used in ventilation during neonatal life flight transportation. (B)(6) hospital became aware of the problem when switching out the ventilator system. The hose was immediately removed from use and a pt risk assessment was performed. Per the hospital's initial review, there appeared to be no adverse events. Maxtec was informed by (B)(6) hosp of the occurrence. As the hose has been in use for treatment of high acuity pts, a detailed and thorough review was performed by the hosp's quality and risk mgmt team in checking pts documented saturations and vital signs. Following this review it has been confirmed that there were no adverse events. Per maxtec's investigation (B)(4) hoses were identified as suspect for this mfg error. Although standard respiratory treatment involves use of spo2 monitors, blood gas analysis, etc., as part of pt care, a risk remains for pt harm, in particular with use of transport ventilators where gas analyzer/monitor alarms may not be part of the equipment configuration. Maxtec performed an immediate advisory notification for field review of the (B)(4) suspect hoses. Presently, (B)(4) of the (B)(4) suspect hoses have been confirmed correct. Review of all suspect hoses is in process. ((B)(4)).

Manufacturer narrative:
Per maxtec's review of the hose on site at (B)(6) hosp, the diss fittings were confirmed to be inverted. The hose will be maintained by (B)(6) hosp and will be made available for further investigation as warranted. At this time, no other hose has been identified with the mfg error. It is believed that the incidence is isolated.